Event description:
It was reported that patient had a possible left arm vein occlusion due to thrombus on the right ventricular (rv) lead. Anti-inflammatory medication was prescribed, and the lead remains in use. The patient is a participant in the systems longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).